Event description:
It was reported that the patient had a positive permanent trial phase and there was no issue with the lead during the trial. However, a lead extension was connected to externalize the lead and the lead exhibited high impedances. Troubleshooting was attempted in the or by changing ports with the lead and lead extension and appeared to be successful. Three weeks later, the patient underwent an implantable pulse generator (ipg) permanent implant procedure. During this procedure, it was decided that the lead needed to be replaced due to MRI compatibility. The lead was explanted and replaced. The patient is doing well postoperatively. The clik anchor was also explanted and replaced per physicians preference.

Manufacturer narrative:
X-ray inspection revealed that electrode number 3 of the distal end has a fractured cable right at the weld nugget. The fractured cable is not exposed. This type of damage typically occurs when excessive tensile force is exerted onto the lead body. Bending the distal end could also cause cable fractures in the connector section of the lead. The broken cables are still contained inside the connector.

Event description:
It was reported that the patient had a positive trial phase and there was no issue with the lead during the trial. However, when a lead extension was connected to externalize the lead, the lead began to exhibit high impedances. Troubleshooting was performed, which included the lead and extension being tested with the operating room (or) cable and the ports of the or cable and whipped connectors being changed. The patient has adequate coverage and good pain relief. Three weeks later, the patient underwent an implantable pulse generator (ipg) permanent implant procedure. During this procedure, it was decided that the lead will be replaced. The lead was explanted and replaced. The patient is doing well postoperatively and has full coverage and good pain reduction. The clik anchor was also replaced per physician's preference.